Event description:
"Dissection: on (B)(6) 2019: the patient underwent tevar for a thoracic aortic aneurysm and two relay plus devices (distal: 28-m3 34 145 30 23 90u, proximal: 28-m3 38 145 38 24 90u) were positioned. The position was between right under the left subclavian artery and 70mm proximal from the root of the celiac trunk. On (B)(6) 2020: the patient had an aortic dissection. It seemed that the thoracic aorta was damaged by the distal end of the relay plus device (28-m3 34 145 30 23 90u). The dissection area was from the descending aorta and the root of the celiac trunk. Imminent rupture was observed as well. The patient underwent additional tevar and a tag stent graft (34mm x 150mm, gore) was implanted around the root of the celiac trunk. The physician successfully completed the procedure." Patient outcome: n/a.

Event description:
"Dissection: on (B)(6) 2019: the patient underwent tevar for a thoracic aortic aneurysm and two relay plus devices (distal: 28-m3 34 145 30 23 90u, proximal: 28-m3 38 145 38 24 90u) were positioned. The position was between right under the left subclavian artery and 70mm proximal from the root of the celiac trunk. On (B)(6) 2020: the patient had an aortic dissection. It seemed that the thoracic aorta was damaged by the distal end of the relay plus device (28-m3 34 145 30 23 90u). The dissection area was from the descending aorta and the root of the celiac trunk. Imminent rupture was observed as well. The patient underwent additional tevar and a tag stent graft (34mm x 150mm, gore) was implanted around the root of the celiac trunk. The physician successfully completed the procedure." Patient outcome: n/a.